Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received a "replace sensor" message on the same day of sensor application and was unable to obtain readings. No symptoms were reported and customer was treated with insulin (dose/type unknown) by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh006ezta0 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plug and damaged was observed to the sensor ears. The plug was seated correctly and therefore the damaged sensor ears did not cause the customer complaint. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received a "replace sensor" message on the same day of sensor application and was unable to obtain readings. No symptoms were reported and customer was treated with insulin (dose/type unknown) by a third-party. There was no report of death or permanent impairment associated with this event.